Event description:
One hour after implant of the subject device, it was indicated that high impedance values (>3000ohms) and pacing/sensing failure in the ventricular channel was observed by the physician. A reintervention was subsequently performed to replace the subject pacemaker.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.